Event description:
During the postop period, the urethral catheter came out and the foley balloon was noted to be deflated. Md noted a pinpoint leak in the balloon. Intraoperatively the foley was placed in the urethra with 15-20 cc with a retention balloon.